Event description:
It was reported that the right atrial (ra) lead failed to capture. The lead was capped, replaced and later explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).